Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a routine follow-up, several episodes of post-paced t-wave oversensing were observed. Programming changes were made. The patient was stable before, during, and after the event.